Event description:
After preventive maintenance service of the device, the manufacturers service engineer reported review of the device diagnostic history included codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence during normal ventilation operation. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the data acquistion pcb to motor controller pcb cable to address the finding. Final check was completed with no fault reported.